Event description:
A tamponade was diagnosed and the pt was operated on emergency with pericardiotomy and pericardial drainage. Customer states that, the event was procedure related with the possibility of being device related.

Manufacturer narrative:
The section on precautions in the instruction for use states "when using the biosense webster navistar thermocool diagnostic/ablation deflectable tip catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braiding tip dictates that care be taken to prevent perforation of the heart." This complaint was part of a episo-d study which initially was thought of as an ide clinical trial. The event occurred on 01/13/2005 and was not entered into the european database as a complaint. The complaint was determined to be a MDR reportable complaint after it was recorded as a compliant in 2006.